Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a cannula infusion set, with a highest reported value of 308 mg/dl, after a typical lunch of two to three slices of pizza with no carbohydrate entry, and subsequently changed pump supplies with assistance. Symptoms included no reported clinical manifestations. Outcomes included hyperglycemia that affected blood glucose. Investigation included remote troubleshooting and user education, including supply change and operational checks. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.